Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample have determined that it contains an interfering factor to the ft3 assay antibody/idiotype. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for free triiodothyronine (ft3). The sample was initially tested at the customer site on an e602 analyzer and the results from the customer site were reported outside of the laboratory. The sample was provided for investigation, where it was tested on an e170 analyzer and an e411 analyzer on (B)(6) 2016. The patient was not adversely affected. The e602 analyzer used at the customer site was asked for, but not provided. The e170 analyzer used for the investigation was serial number (B)(4). Ft3 reagent lot number 187432, with an expiration date of july 2016 was used on this analyzer. The e411 analyzer used for the investigation was serial number (B)(4). Ft3 reagent lot number 187432, with an expiration date of july 2016 was used on this analyzer.